Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple inaccurate fill estimate after filling the cartridges. Reportedly, the cartridge was filled with 300 units of insulin and the insulin gauge would display insulin in the 100's range and remain static for a period of time. The customer stated that they use their cartridges up to ten days at a time and also re-use their cartridges multiple times. During troubleshooting, the call was disconnected therefore no additional information was received. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.